Event description:
During the atrial fibrillation procedure, an air leak was noted. A non-abbott irrigation catheter was inserted into the sheath, the sheath was brought to the left atrium, and when aspirating from the side port for flushing, air was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.